Event description:
Patient reported left side "exchange from textured to smooth due to concern with the product" and "seroma fluid which was biopsied and has tested positive for alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma fluid which was biopsied and has tested positive for alcl".

Event description:
Further reported by the patient is that they were "tested to rule out alcl. Patient stated the testing came out negative." The device has been explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of supplemental information received from the initial reporter, allergan medical safety has determined that there is no malignancy